Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: jacopo d¿andria ursoleo, marina pieri, francesco calvo, savino altizio, mario gramegna, domenico pontillo, silvia ajello and anna mara scandroglio department of anesthesia and intensive care, irccs san raffaele scientific institute, milan, lombardia, italy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "long-term quality of life, psychological distress, and caregiver burden in octogenarians with lvad: a single-center experience" that heartmate 3 may be related to psychological distress. This study assessed the long-term quality of life, as defined by both the 36-item short-form health (sf-36) survey and the euroqol 5 dimensions, 5-level questionnaire (eq-5d-5l)¿including the visual analog scale¿in octogenarian left ventricular assist device (lvad) patients. Additionally, the psychological health of octogenarian lvad patients using the psychological general well-being index (pgwbi) through the 22-item version of the zarit burden interview (zbi) was evaluated. One of the study patients, male, 73 years of age at time of implant experienced 11 hospitalizations while implanted with the heartmate 3 for arrhythmia and recurrent bleeding. It was noted that the patient had a comorbidity of chronic kidney disease. The patient passed away. The patient's cause of death was not available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The serial number of the device was not reported and was unable to be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction, bleeding, cardiac arrhythmia, psychiatric episode, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.